Event description:
It was reported that faradrive steerable sheath clear was selected for percutaneous catheter myocardial ablation. During the procedure once the dilator was pulled out, air entered through the tourniquet valve on the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.